Manufacturer narrative:
E1 address - line 1: (B)(6). The device was returned and evaluated, and the customer¿s allegation of no screen image was not confirmed. Device evaluation however, found the following failed inspection results: image inspection - auto-brightness, image inspection ¿ illumination, image noise/ image disappearance at angulation/ error code check, image inspection ¿ foggy, image inspection ¿ resolution, image inspection - white/black dots, image inspection - streak of flare, and image inspection - forceps flare. Additionally, device evaluation found bending angle in down direction did not meet the standard value which was due to wear of angle wire, and adhesive on bending section cover (a-rubber) had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had no screen image. When plugged into the processor in room 2, the image only showed a static screen. The customer attempted to plug into the processor on the travel cart and there was only a black screen with no image. The issue occurred during preparation for use. The intended procedure was diagnostic, and the procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the no image was caused by a broken internal circuit board; however, the issue was not reproduced during evaluation. A definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: user may detect the suggested event by handling the device in accordance with the following IFU. Inspection of the endoscopic image user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected prior to use, the intended bronchoscopy was completed with a delay of 10 minutes (and an additional anesthesia / sedation of 10 minutes during this timeframe). The customer reported that the endoscopy nurse had just plugged the scope into the clv-190 before being given an image of black and white static on the screen. The device was unplugged and re-plugged into the same clv-190 with no change. It was later tested with another processor / light source which showed no image at all.